Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a revision procedure due to aseptic loosening of components on (B)(6) 2014. Subsequently, patient underwent manipulation under anesthesia on (B)(6) 2014 due to a stiff knee from scar tissue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-07909 /-07921).